Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the event. When the investigation is completed, a supplemental report will be submitted.

Event description:
During baxter's initial evaluation of a spectrum pump, it was found to falsely alarm for upstream occlusion.